Event description:
A (B)(6) female patient contacted zoll customer support to report a service code 204 (belt/monitor unusable). The patient was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon evaluation, the green (+3.3v) and white pulse wires inside of the trunk cable insulation were broken. The cause of the damaged wires was a broken trunk cable connector. The root cause of the damaged trunk cable connector could not be positively determined, but was likely caused by physical abuse. No adverse event resulted from the broken wires. The patient received a replacement electrode belt.